Manufacturer narrative:
(B)(4) follow up. It was reported the needles had foreign matter. As a sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a needle assembly out of the packaging blister with the plastic shield removed. The needle tip has what appears to be dark colored specks. No other information could be obtained from the photo. A device history record review was completed for provided material number 305211, lot 2144514. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. Without the actual physical sample analysis, a probable root cause could not be offered.

Event description:
No additional information received. Clients using needles with fm.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Clients using needles with fm; no patient harm.